Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 1 of wearing the sensor, the patient started itching at the sensor insertion site. The skin irritation was described as red with blisters, pus and a scar. The patient treated the affected area with over-the-counter cortisone and vitamin e. At the time of contact, the patient's skin was still healing. No additional patient or event information is available.